Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a pulse generator fault code. Technical services recommended immediate device replacement.